Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the customer. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Mdrs related to this report: 2029214-2017-00113, 2029214-2017-00114, 2029214-2017-00115. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of a cerebral aneurysm located in the left internal carotid artery, three pipeline devices did not open distally. It was reported that first pipeline (ped-450-16) attempted did not open distally, despite maneuvering. More than 50 percent of the device was deployed when it failed to open, and the device was resheathed more than 2 times. The pipeline was a resheathed and removed with the microcatheter. A second pipeline (ped-475-14) was attempted using the same delivery methods and also did not open distally. The pipeline was resheathed and removed with the microcatheter and upon removal the distal third of the device would not open. A third pipeline (ped-450-14) was attempted using the same delivery methods and also did not open distally. This device was resheathed 2 times or less. The pipeline was resheathed and removed together with the microcatheter. A new pipeline was used to complete the procedure successfully. No patient injury was reported. The aneurysm max diameter was 10.5 mm and the neck size was 6 mm. The distal landing zone was 3.5 mm and the proximal was 4.6 mm.